Manufacturer narrative:
(B)(4). The device has been returned, however the product analysis has not yet been performed. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
The sales rep reported that prior to the surgery, the doctor found the lead wire (electrode) out of the lumen and exposed through the cuff. The device was not used in the patient. A replacement device was used to complete the surgery. There was no patient injury reported as a result of this event.

Manufacturer narrative:
The product analysis was completed on july 28, 2015. The product analysis indicates there was no evidence of biological contamination. One of the electrode wires was protruding through the lumen under the cuff which would have resulted in the reported event. There was no clear evidence of improper manufacturing as it relates to the complaint and therefore has been ruled out as a likely cause. Instructions for use state there is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation. Method: actual device evaluated; visual inspection; labeling evaluation. Result: stress problem. Conclusion: use error caused or contributed to event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.